Event description:
The customer reported that the device of the jaws could not be re-opened. Additional questions have been asked in regard to the incident. The device was returned with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.